Manufacturer narrative:
Endoleak, migration, no films or operative reports were provided, the explanted stent graft was not returned. Conclusion: no films or operative reports were provided, the explanted stent graft was not returned.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 5 yrs ago. Vessel morphology from the time of implant is unk. It was reported that the pt presented with stent graft migration with the presence of a type I endoleak. The decision was made to explant the stent graft; however, the explanted stent graft was not returned for eval. Originally, the stent graft was implanted at a different facility than where it was explanted; however, no records were found. No add'l info was provided.